Event description:
It was reported that the patient thought he fell on the implantable neurostimulator (ins) maybe a week prior to the report and that it didn¿t feel right. It was noted that the ins site was hurting before but was not as much at the time of the report. The reporter stated the patient wanted someone to check the ins. It was noted that the patient was in the hospital at the time of the report, but it was confirmed to be unrelated to the device. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3998cws, lot# n25966, implanted: (B)(6) 2002, product type lead; product ID 74002, lot# n226327, implanted: (B)(6) 2010, product type adapter; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).